Event description:
The patient received a scs system on (B)(6) 2010. It was reported that the system was explanted on (B)(6) 2011 due to loss of left side stimulation and persistent pain at implant site. The patient had admitted this issue happened after her massage. X-ray indicated, the lead had moved to the right and exhibited high impedances on left side of the lead. A replacement lead has resolved the patient's issue. No other information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.